Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27645. It was reported that a patient presented on (B)(6) 2021 for a generator change procedure. Prior to the procedure, noise was noted on the patient's right atrial and right ventricular leads that resulted in oversensing. The noise was reproducible with isometrics. Both leads were explanted and replaced on (B)(6) 2021. During explant, calcification was noted on both leads that caused the leads to be stuck together. The patient was stable throughout.